Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer experienced a loud constant tone of insulin pump. Customer changed batteries and constant tone was not resolved. Caller was advised to remove battery and allow insulin pump to rest for two hours and revert to manual injection. Caller was advised to put battery in after two hours and call back if further assistance was needed. Customer called back after pump rest and reported that after battery was inserted, insulin pump did not turn back on. Customer's blood glucose was 420 mg/dl. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received stuck in a full segment display and a constant tone due to a faulty component on the interface board. Unable to verify the low battery alarm or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurement due to the full segment display. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.